Manufacturer narrative:
The dates of the events are unknown; however, the article was submitted for publication on 6th of september, 2021. Therefore, the 'submission for publication date' was used as the occurrence date. In this case, the exact sheath model number is not available. Therefore, sections d1 and d4 of this report will reflect an unknown esheath edwards transfemoral sheath. This is one of four manufacturer reports being submitted for this case. H3 other text : article reporting, no indication of device return.

Event description:
As reported, through review of medical article "cerebral microbleeds during transcatheter aortic valve replacement: a prospective magnetic resonance imaging cohort", corresponding author dr. Eric van belle, the following events were identified as pertaining to an edwards device: ten patients with an unknown sapien valve presented minor vascular complications involving femoral access three days after the procedure. And major bleeding (with no intracranial hemorrhage) was detected in three patients.

Manufacturer narrative:
Supplemental report to reference related manufacturer report no: 2015691-2023-18648, 2015691-2023-18650, and 2015691-2023-18651. Correction to h10 section. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium, or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty, and the transcatheter aortic valve replacement (thv) procedure. A procedural or post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life-threatening complication of coronary/cardiac interventional procedures and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. Edwards extensively trains physicians before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as relative patient and procedural factors were not provided. However, could be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. For index procedure events: the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Article reference: van belle e, debry n, vincent f, kuchcinski g, cordonnier c, rauch a, robin e, lassalle f, pontana f, delhaye c, schurtz g, jeanpierre e, rousse n, casari c, spillemaeker h, porouchani s, pamart t, denimal t, neiger x, verdier b, puy l, cosenza a, juthier f, richardson m, bretzner m, dallongeville j, labreuche j, mazighi m, dupont-prado a, staels b, lenting pj, susen s. Cerebral microbleeds during transcatheter aortic valve replacement: a prospective magnetic resonance imaging cohort. Circulation. 2022 aug 2;146(5):383-397. Doi: 10.1161/circulationaha.121.057145. Epub 2022 jun 20. Pmid: 35722876; pmcid: pmc9345525.